Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. From the photo, barrel tip damage was observed. A device history record could not be evaluated as the lot number is unknown. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The bottom of the syringe could have left the gasket, however the flange got stuck. The guide skirt and dial could have hit against the anti-rotational dial and lead to barrel tip damage. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the syringe 1ml ls tuberculin was bent. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that one syringe was bent."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1ml ls tuberculin was bent. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that one syringe was bent."